Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 1698mcg/day via an implantable pump. It was reported that the patient¿s pump was infected. The pump had worn through the patient¿s skin. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed was the patient was given antibiotics. The physician explanted the pump and replaced with a new pump on the opposite side of the patient¿s body. The issue was resolved and it was noted that the healthcare provider would not have any further information regarding the event.